Event description:
Customer reported a previous event of low blood glucose with a level of 40 mg/dl, which they managed by consuming carbohydrates. Recommendation was made to consult with a healthcare provider regarding diabetes management.